Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's husband reported the adc freestyle libre sensor detached from the adhesive and fell off from his wife's arm after 4 days of wear. No symptoms were experienced by the customer. It was further reported that the customer was unable to self-treat and was treated with unspecified dose of insulin. There was no report of death or permanent injury associated with this event.

Event description:
Customer's husband reported the adc freestyle libre sensor detached from the adhesive and fell off from his wife's arm after 4 days of wear. No symptoms were experienced by the customer. It was further reported that the customer was unable to self-treat and was treated with unspecified dose of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.¿ no product has been returned and a valid serial number has not been provided for the reported sensor. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was performed for the reported complaint and fs libre sensors and no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.